Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was injected through a cartridge, it had a scratch. The lens was removed and another lens was implanted instead. The cartridge was suspected as possibly having changes or issues. Additional information was requested.

Manufacturer narrative:
Two photos were provide of the lens in the eye. The area of interest is circled on the center of the optic. The area indicated does not have the appearance of a scratch. It cannot be determined from the photo if the anomaly is damage or foreign material. It cannot be determined if the anomaly is on or under the lens. Associated products are qualified. The product investigation could not identify a root cause for the reported scratch. Based on the provided photos the area of interest is at the center of the lens. It cannot be determined from the photo if the anomaly is damage or foreign material. No determination can be made without physical evaluation of the complaint sample. Additional information was provided in h.6. And h.10. The manufacturer internal reference number is: (B)(4).